Event description:
Surgeon using the powered stapler which locked down on tissue(colon) during the second firing. Emergency release button would not open jaws. Surgeon states she was finally able to open the jaws but the section of colon was crushed and she had to remove that piece of tissue.